Event description:
It was reported with the use of the bd¿ blunt fill needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR- we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2104 (june 7-9th 2018) during which 62 visual inspections were carried out with 1 rejection noted (#11101) related to defective printing. Assembled needles comes from two batches: #8155999 (machine 4408) june 5-15th, 2018 during which 523 visual inspections of 25 units each were performed with zero defects noted. #8114505 (machine 4407) april 30 ¿ may 10th, 2018 during which 428 visual inspections of 25 units each were performed with zero defects noted. No abnormalities or issues were detected in injected hub batches (#8156536, #8085775 and #8114508) related to clog issue (mold machine #3570 between april and june 2018). 1qn related to burnt resin was reached (#10986), but it would not affect the reported issue. Cannula batches #808173, #8023734, #8130841 and #8165813 supplier by columbus plant. No samples available. Conclusion(s): unfortunately, no sample has been provided to conduct a deep investigation, so no additional information could be added to previous complaint investigation related #544292.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ blunt fill needle there was an issue with foreign matter. There was no report of injury or medical intervention.